Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels; however a specific bg value was not provided. Reportedly, the customer believes their basal rate settings contributed to their elevated bg levels. It was indicated that the pump basal rate would be increased.